Event description:
Complainant alleged that during a routine shift check, the device's screen turned completely snowy and was illegible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow up report when our investigation is completed.